Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient fell and landed on the incision. The incision opened and caused an infection. There were no additional adverse patient effects reported. The lv lead was explanted.